Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge properly in the past without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. Reportedly, the customer is unable to charge the pump at all anymore. Customer reported blood glucose (bg) level was 339 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.